Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle bent while loading the cartridge. Another cartridge was used. There was no reported impact to customer's blood glucose.